Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) performed analysis and concluded that the customer had dropped the small skyplate. Thus, resulting in failure to connect to the system. The access point which connects the detector to the system using the wifi network had a failure. The skyplate plate detector was replaced by the new access point. Calibration was performed to both the detectors and connected to the system. Tested the small detector since it registered a heavy shock. Everything tested out ok. Wall detectors have also been calibrated. Based on the information available and the testing conducted, the cause of the reported problem was detector dropped. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (user error).

Event description:
It was reported that the detector did not link to the system. There device was in use and there was no patient or user impact. Additional information received confirming that the detector was dropped by user.